Event description:
The patient reportedly experienced intermittencies while wearing the external equipment. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the patient's device has been scheduled.